Event description:
The customer reported that an 840 ventilator had an erratic gui display. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphic user interface cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.